Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "strange pains", "prosthesis has started to form a lot of rippling", "recall", "cysts" and "enlarged lymph nodes". Device remains implanted.

Manufacturer narrative:
The events of "capsular contracture, granuloma, swollen lymph nodes, and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported right side "strange pains", "prosthesis has started to form a lot of rippling", "recall", "cysts" and "enlarged lymph nodes". Device remains implanted.